Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not alarming during a pump stop event was not able to be confirmed. The system controller, serial number hsc-126511, was not returned for evaluation. Per the additional information, the patient was well and was discharged. The customer elected not to return the system controller. Log files provided by the customer were reviewed. The event log file contained data from 30dec2023 to 8jan2024. The recorded information revealed that the system operated with no atypical alarms/events until 4jan2024 when at 2:14: 02 there was an intentional pump stop flag recorded, followed by a brief pump stop (~3 sec). The low flow and pump off alarms became active as a result of the event. The system resumed operating at the set speed with no additional speed interruptions. A specific root cause for the reported event was not able to be determined. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook document rev g, under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, document, rev g, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient's report showed a pump off alarm in the event log on (B)(6)2024. It was noted that the event occurred during the same admission for the left ventricular assist device (lvad) implantation on (B)(6) 2023. During the event, the patient was on a system monitor and they were stable and did not feel uncomfortable. The nurse said they did not hear the alarm notice on the system controller and that they did not touch the pump stop button or the screen. Log files were submitted for review. The log file recorded a left ventricular assist device (lvad) off alarm flag associated with an intentional pump stop fault flag (f69), on (B)(6) 2024 at 02:14:02 while connected to a power module. The event indicated that the pump stop button was momentarily pressed on the monitor. The log file indicated that the pump was off for around 3 seconds before ramping back to its set speed. The system monitor was changed after the notice event and was subsequently not used because the patient was well and preparing to discharge. It was noted that the function of the system monitor worked as expected. Related manufacturer reference number: 2916596-2024-00326 (heartmate 3 lvas). Related manufacturer reference number: 2916596-2024-00388 (system monitor).